Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that hardware parts were replaced and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Cd drive was returned to the manufacturer for analysis. Analysis found that when connected to a known good computer, the returned drive was able to load and archive exams from the cd and dvd without issue there was no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that a disc was attempted to be loaded but would not load and the system became unresponsive after waiting 25 minutes. A known previous disc was loaded but the same issue occurred. The site had to insert a paper clip to remove the disc and restart the system. There was no patient present when this issue occurred.